Manufacturer narrative:
Manufacturer's investigation conclusion: during the evaluation of the controller, it was found that there was wire fatigue on the system controller. The reported event of a no external power alarm was confirmed via the log files review. The log files spanned approximately 9 days ((B)(6) 2022 per the timestamp). A no external power alarm activated on (B)(6) 2022 at 09:08 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. The driveline was disconnected on (B)(6) 2022 at 19:39 for a controller exchange. No other notable alarm was observed. The returned hm2 system controller, serial (B)(4), was functionally tested without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. The root cause of the no external power alarm was determined to be user error due to simultaneously disconnecting the power cables. A root cause of the wire fatigue was not able to be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage and no external power conditions. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was re-admitted due to frequent red heart alarms. It was communicated that the motor stopped, there was a low battery hazard, a low flow hazard and a low speed hazard. Log files were sent for review and it was confirmed that the pump was not able to keep the pump speed. Further evaluation was ongoing. The evaluation of the log files confirmed the alarms and showed that the pump was not able to keep the set speed during those periods. The patient was previously diagnosed with short-to-shield (one affect phase). As the alarm is now also present while the patient is connected to battery power, it is assumed that an additional phase became affected. The alarms occurred while the patient moved, so they were put on strict bedrest until a pump exchange could be performed. The patient was stable and did not display symptoms. Discussion of scheduling a pump exchange was underway as of (B)(6) 2022. The patient had a pump exchange on (B)(6) 2022. Controller was also returned. Associated manufacturer report number for the pump exchange 2916596-2022-01271 evaluation of the system controller found wire fatigue.